Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 8 cm diameter thoracic aortic aneurysm in zone three. The proximal aorta was 30 mm in diameter and 40 mm in length. The distal aorta was 27 mm in diameter. It was reported that the patient experienced spinal cord ischemia in acute onset of d6. Postoperative, partial left nephrectomy was performed for low blood flow to the kidney. The patient also experienced paraplegia however, made partial recovery of mobility in the left leg but no recovery in the right. The investigator assessed the event as not related to the procedure but related to the device. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).